Event description:
It was reported that the asymptomatic patient presented to the clinic with high pacing lead impedance and high capture thresholds. Loss of ventricular capture was observed. The impedance had showed steady increase since implant. Fracture was suspected. The patient was referred for lead replacement. During the procedure, loss of capture was observed. Patient was not pacemaker dependent and no complications to the patient occurred during the lead explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the tip measuring 44.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.